Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The receiver device(str-gl-pnk/sm41772866), used with the complaint senor device, was returned on 02/25/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver error log confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation; the investigation is not yet complete. Additionally, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. The date of issue was not captured in the data provided. A supplemental report will be submitted upon completion of the returned device evaluation with results of the investigation.